Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was reported that the service department of olympus found a failure of leak test for the subject device. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it was assumed that moisture entered the subject device, the electronic circuit was broken, and poor communication with the video processor occurred, resulting in flickering of the images. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the image was flickering but could be seen. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a cholecystectomy, the subject device was used with video system center otv-s190 and the image flashed. It was also reported that the image did not appear. The user finished the case with another device. There was no report of patient injury associated with the event.